Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was feeling dizzy and wasn't sure if it was due to the device or a possible urinary tract infection (uti). They had the symptoms for a uti. On the day following the report, the patient was not meeting the minimum 50% required. They changed sides, but stimulation did not go higher than 5.3 and the screen said "settings not available." They were unable to open the back to take the batteries out. It was noted that they had an appointment with a healthcare professional (hcp) scheduled for the monday after the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.